Event description:
Information received from the field does not address the patient's clinical status but notes that prior to implant, the device was interrogated and programmed. The device did not pace once placed in the pocket. A second interrogation gave the message "software problem contact technical services". Therefore, a new device was implanted.